Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was returned without the cannula attached; therefore, the instrument had been removed from the cannula. Failure analysis placed the instrument on an in-house system and it was successfully inserted and removed from the cannula without issue. Failure analysis found that the one grip was bent, causing side-to-side misalignment of grips. There was a .079 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. There were scratches on the surface of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si fenestrated bipolar forceps instrument could not be removed from the cannula. No patient harm, adverse outcome or injury was reported.